Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent cannula and high blood glucose. The customer's blood glucose level after a meal and a bolus was 415 mg/dl. The customer thought what she ate was more than her bolus but she did a correction bolus and let the insulin pump give her almost two units. After a while the customer checked their blood glucose and it was about 439 mg/dl. The customer took out the insertion set and saw the bent cannula. The customer's most recent blood glucose level was 67 mg/dl. The customer declined troubleshooting for the high and low blood glucose. The customer was sent a replacement for their infusion set.